Manufacturer narrative:
It is unknown which lead was unable to implanted, therefore, both leads are being reported.

Event description:
Related manufacturer reference number: 3006705815-2019-02126. It was reported that the physician was unable to implant a lead due to scar tissue. As a result, the procedure was abandoned.